Manufacturer narrative:
The lot number of the device that was in use is unk. A device from one of two possible lot numbers (plots) 030155h and 040265h is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay in critical therapy following a leak. The tubing set was to be used to deliver alteplase 100mg, at an unspecified rate, via a plum pump. It was reported that the pt was diagnosed with a stroke at a hospital and was transferred to the user facility for treatment. It was reported that the medication was to be delivered within 30 mins of the stroke diagnosis. It was reported that the amount of time to transfer the pt between the facilities was 20 mins. During priming of the tubing set, a leak of solution was noted coming from an unspecified location. The tubing set was replaced and the therapy was initiated within the 30 min timeframe. Although, there was potential for serious injury, there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.